Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient began treatment with fortum 1gm daily, (route and duration not reported) for the peritonitis event. At the time of this report the patient was recovering from this peritonitis event and was reported as doing well and improving. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The previously reported peritonitis event was manifested by turbid effluent. The patient was not completely recovered from the previously reported peritonitis event and the peritoneal effluent fluid remained turbid. Should additional relevant information become available, a supplemental report will be submitted.